Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the stenting procedure, the stent was prematurely detached inside the microcatheter during the use. The whole delivery system was removed along with the stent. There were no clinical consequences reported to the patient due to the event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. There were no anomalies noted to the device prior to use and the device was prepared as per the dfu. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause, an assignable cause of undeterminable will be assigned to the as reported stent premature deployment.

Event description:
It was reported that during the stenting procedure, the stent was prematurely detached inside the microcatheter during the use. The whole delivery system was removed along with the stent. There were no clinical consequences reported to the patient due to the event.

Manufacturer narrative:
Based on the further review of the event, it was clarified that the stent delivery catheter was broken. And there was no premature stent deployment. Therefore the executive summary is updated accordingly. The device history record review confirms that the device met all material, assembly and performance specifications. There were no anomalies noted to the device prior to use and the device was prepared as per the dfu. Analysis of the returned device revealed that the stent delivery catheter was noted to be broken/fractured at 12cm from the proximal end. During functional testing, as the delivery catheter was broken, the stabilizer was advanced through the distal section of the delivery catheter and the stent was deployed out from the delivery catheter. Dried blood was noted on the deployed stent and there were no anomalies noted to the deployed stent. The delivery catheter was unable to be flushed due to the break. The distal taper was cut from the tip of the stabilizer and an attempt was made to remove the stabilizer from the delivery catheter, however extreme resistance was experienced, and the stabilizer distal end separated within the delivery catheter. Blood was noted within the delivery system, indicating that flush may have been insufficient, which may have caused difficulties during the clinical procedure causing damage to the delivery system. It is probable that procedural factors caused difficulties during the clinical procedure, causing the as reported event and the damage noted to the device. An assignable cause of procedural factors will be assigned to the as reported stent delivery catheter break.

Event description:
It was reported that during the stenting procedure, the disconnection of the metal part and plastic part of the pusher was noted inside the microcatheter. The defect was noted before the deployment. There were no clinical consequences reported to the patient.